Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. At 3 a.m. On 08/25/2024, the cgm reading was 350 mg/dl. His wife was unable to perform a finger stick for verification. While he was sleeping, the wife noticed that he was shaking and tried to wake him up, but the patient was unresponsive. The wife did not call for paramedics because she thought the patient was only experiencing colds. Which led the patient to suspect that he might have experienced diabetic ketoacidosis (dka) during sleep (not confirmed). When the patient woke up, he felt very unwell, with diarrhea, vomiting, blurry vision, and constant stomach pain. The cgm reading was 300 mg/dl and the bg reading was 186 mg/dl. The patient self-treated with 35 units of insulin instead of the prescribed 15 units (not clarified if this was based on cgm or bg reading), which caused his blood sugar to drop significantly to 42 mg/dl. Although the cgm is still indicated high, his blood glucose had dropped dangerously low due to the provided self-treatment. The patient was self-treated for hypoglycemia, but no specific treatment was reported. At the time of the report the patient was stable and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.